Event description:
Synergy china registry it was reported that the patient experienced unstable angina pectoris. In (B)(6) 2022, the subject presented with unstable angina and referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) extending up to distal lcx with 80% stenosis was 22 mm long and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and placement of a 3.00 mm x 24 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Nine days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel.

Event description:
Synergy china registry. It was reported that the patient experienced unstable angina pectoris. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) extending up to distal lcx with 80% stenosis was 22 mm long and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and placement of a 3.00 mm x 24 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Nine days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel. It was further reported that the subject was diagnosed with unstable angina pectoris and was hospitalized for further evaluation and treatment in (B)(6) 2023. The event was treated with medication. Nine days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
B5 - updated describe event or problem. B7 - amended other relevant history: non-smoker. (B)(6) 2023: unstable angina pectoris.